Event description:
The customer used the device to check blood glucose and obtained a result in the 400's mg/dl. They dosed insulin in a sliding scale and within thirty minutes had hypoglcemia and passed out. Patient was taken to the ER and glucose was 37mg/dl. Patient was given a glucose IV and food, then released. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.